Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00301 it was reported the patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken during which time the physician decided to replace both leads. Therapy was restored postoperatively.